Event description:
The consumer reported the following change in therapy: loss of stimulation. It was stated they woke up yesterday morning and from a bout 8am to 10am, they were shaking like before the surgery. It was noted the patient had a shooting pain in the left arm. The consumer stated that it all started yesterday. The consumer seemed to be okay for now. It was stated they were shaking and like someone gave them a shot in the arm and then it just went away. It was noted the shaking lasted about 2 hours and the pain in the arm was just minutes. It was further reported by the healthcare provider that they thought the consumer was nervous, and that was the cause of the tremor to increase for 2 hours. It was indicated there was no loss of therapy and that the shooting pain in the left arm was likely unrelated to the deep brain stimulator. Indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she saw her managing neurologist on (B)(6) 2016. The wires were intact and the batteries were ok. She was not aware of any changes that would have led to the shaking and shooting pain. The shaking and shooting pain still occurred on occasion. She was going to see the doctor in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.